Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, the device failed a test step during testing. The device's blower was replaced to address the issue. The device passed all the tests.